Event description:
It was reported that this pacemaker device reverted to safety mode operation and emergent replacement was recommended. Later, the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has been informed that the patient declined to sign the consent form as per mpdg section 72 (6) to allow return of the device for analysis.

Event description:
It was reported that this pacemaker device reverted to safety mode operation and emergent replacement was recommended. Later, the device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has been informed that the patient declined to sign the consent form as per mpdg section 72 (6) to allow return of the device for analysis.